Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery with the protective sheath retracted. Guide catheter support became compromised and the stent dislodged from the balloon catheter into the coronary circulation. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.